Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys ft3 iii (ft3 iii) on a cobas 6000 e 601 module. Patient 1 initial result was 14.0 pg/ml. On (B)(6) 2022 the repeat result was 3.34 pg/ml. Patient 2 initial result was 10.8 pg/ml. On (B)(6) 2022 the repeat result was 2.70 pg/ml. The initial results were reported outside of the laboratory where they were questioned by the doctor. The repeat results were believed to be correct. The ft3 iii reagent lot number was 573234 with an expiration date of 31-jan-2023.

Manufacturer narrative:
Na.

Manufacturer narrative:
The field service engineer (fse) did not find a cause for the issue. The fse replaced the reagent pack and performed precision testing with results within specification. Calibration was last performed on (B)(6) 2022 and was acceptable. Qc was acceptable. There is no indication of a reagent or instrument performance issue. Multiple "abnormal aspiration" and "sample short" alarms were observed on the alarm trace data on the day of the event close to the time the sample was processed. These alarms are an indication of possible poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.